Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained rv oversensing episodes due to myopotential oversensing were observed. Programming changes and performing cough and deep breathing exercises were suggested. The patient was asymptomatic.